Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
It was reported during the insertion of the helical blade in a trochanteric fixation nail procedure, the coupling screw broke at the back end. The knob fell onto the floor and was picked up by the nurse. The helical blade was successfully inserted and then the surgeon used the broken screw removal easy out set and unscrewed the broken part of the shaft. The procedure was completed uneventfully after a two minute delay. This is report 1 of 1 for complaint (B)(4).